Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on the balloon. A physician mentioned that during a very challenging case, as they were pushing a synergy¿ drug eluting stent hard through a very tight lesion, the stent partially embolized. The device was removed and the procedure was completed with another of the same device. There were no patient complications.